Event description:
Failed ett cuff. Patient intubated for angioedema. Single attempt passed gently using glidescope hyperangulated blade. Nothing unusual about the intubation. Tube passed easily. Cuff had immediate leak. Replaced over bougie easily. This was a 7.5 microcuff ett kept by the respiratory therapist. The tube was placed under water and inflated. Leak appears to be in the distal cuff. Pilot balloon and line appeared undamaged.